Event description:
Patient reports that as a result of "allergies" to the sutures they had had to undergo three additional surgeries since that time. Abscessess occurred and incisions were performed to allow the infection to drain. At an unspecified time surgery was performed to remove one ovary as well as perform a bowel resection since the abscesses had attatched themselves to these organs. Patient continues to have inflammation in their abdominal cavity and in the abdominal wall. Patient claims that they can observe two sutures splitting at the incision line.